Manufacturer narrative:
(B)(4). Final device analysis was completed and revealed battery resistance high.

Event description:
It was reported that a pt had his pump replaced prophylactically due to a low battery [elective replacement indicator (eri) was at 1 month]. The pump was returned to the MFR disposal. The pump contained lioresal intrathecal 2000 mcg/ml; the pt's daily dose was 244.9 mcg/day. The pt recovered w/o sequela.